Event description:
It was reported that the device was removed due to an infection. Additional information received reported that the physician took a culture and said there was an infection. It was noted that the device was in the right buttocks. It was noted that the reporter was not sure of the exact date the infection was notice, sometime in early december. It was noted that the patient had a new system implanted and was currently doing well.

Event description:
Additional information received reported that no cultures were done. It was noted that the patient did not have fevers, drainage or discharge from area. It was noted that the problem was that the lead wire had started to work its way out of the skin at the insertion site. It was noted that the device was removed because the wire was exposed. It was noted that the patient was allowed to heal and another device was implanted. It was noted that the patient had very good pain relief from the device. It was noted that the patient currently received very effective therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3550-29, lot# n383434, implanted: 2013 (B)(6); product type accessory product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was further reported that erosion was the reason for removal.